Event description:
Two separate arthroscopic shavers clogged during a procedure.what was the original intended procedure?arthroscopy of right knee with partial medial meniscectomy.device #1is this a laboratory device or laboratory test?no.